Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after an intraocular lens (iol) was implanted, the patient experienced myopia and did not like mono vision. The lens was exchanged for a different lens approximately three months after initial implantation. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The intraocular lens (iol) was returned for analysis. Additional observations were as follows: iol returned in a clear plastic bag. Solution is dried on both surfaces of the optic and both haptics. The optic is torn/split-cut and scratched/marked rejectable. Optical power & resolution could not be verified due to the extensive optic damage. We are unable to determine the root cause for the reported complaint. The optic is torn/split-cut and scratched/marked rejectable. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).